Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient about a loss of therapy. The patient reported that she started the trial on the day prior to the report and was excited because the first time she went to the bathroom the device seemed to help her. The patient also reported that since then the trial hadn¿t helped her with her urinary retention. It was noted that the patient had to push on her bladder in order to urinate and the trial wasn¿t helping. The patient increased their stimulation on the day on this report and felt it strongly but comfortably in the bike seat area, but now she wasn¿t feeling stimulation. It was noted that the patient was going to follow up with their health care professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.